Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility. Fse found the qc was 13.1 while the acceptable range is 13.4 to 13.8. Fse found the retention time (rt) was fast at 0.63 to 0.64 minutes (acceptable range is 0.57 to 0.61 minutes). The fse adjusted the flow rate to get the rt within acceptable range (0.59 to 0.60 minutes). The g8 instrument was performing as intended. No further action was required. A 13-month complaint history review and service history review for serial number (B)(4) from 04-nov-2016 through 04-dec-2017 for similar complaints was performed. There was one similar complaint complaints identified during the searched period. The hemoglobin a1c st aia-pack hba1c provides the following guidance for quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that aia-pack hba1c control set be assayed daily. The minimum recommendations for the frequency of running control material are: after calibration, controls are run in order to confirm the calibration curve. Controls should be run if certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, controls should be run in order to verify the overall performance of the tosoh aia system analyzer. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event was due to flow rate.

Event description:
On (B)(6) 2017, customer reported quality controls (qc) level 3 is out of range on the g8 instrument. On (B)(6) 2017, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.